Manufacturer narrative:
Concomitant medical products: product ID: th90g01, serial#: (B)(4), product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated she was getting a sleep study done and she had leads attached to her head and scalp, her legs, under her breast and around her waist. Caller stated during the beginning of the procedure the techs machines and her machine went haywire, "I overloaded it"; caller mentioned her ins was on at this time. Caller stated the tech couldn't get a reading on my waist or breast lead. Caller stated she couldn't connect up to her ins; "I couldn't connect with the programmer to the communicator or the communicator to the implant. It was scrambling their system and couldn't get a reading and felt all over their butt." Caller stated once the lead were removed from her body, she was able to connect to the implant, then she shut her device off. Caller stated her handset and communicator battery was draining every two minutes after that; on the call caller stated handset started at 100% and now it's at 97%. Caller stated she has left her therapy off and cancelled the sleep study test because she didn't know what to do. Patient services suggested to have hcp check ins status and suggested to potentially try to turn stim back on. Caller confirmed her stim was back on, feeling stim in the correct area and she was comfortable. The patient to monitor symptoms and follow-up with the hcp. The patient appointment is on (B)(6) 2019. There was no symptom reported.